Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was provided at the time of the call. The mother didn't have the insulin pump with her to perform any troubleshooting. Nothing further was reported.